Event description:
It was reported that the patient presented to the clinic for a follow up. Upon interrogating the pulse generator, it was noted that the right atrial (ra) lead exhibited high capture threshold and low impedance measurements. The lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.